Event description:
It was reported that in 2019, a trifecta gt valve was implanted. On (B)(6) 2022, the valve was explanted for an unknown reason, and it was replaced with an unknown valve. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of explant due to unknown cause was reported. No information was received to indicate the device failure. Abbott requested for procedure imaging to review, this was not provided by the site. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.